Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network cable showed no communication on the assigned port and was found to have been moved to a different port.. A field service engineer (fse) assessed the station and cable was reconnected to the correct pyxis port. The fse then verified the station was online, performed a reboot, and monitored message processing until the queue was cleared. The unit resumed normal communication, with data draining successfully and the system confirmed operational. The system functioned as intended after the field service engineer repaired the device.